Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The archive used in the procedure was sent to medtronic. The archive showed that the fiducials were placed in a symmetrical pattern, which can result in an imprecision.

Event description:
A medtronic representative reported that, while in a cranial resection, a 2cm superior imprecision was observed. It was reported that the surgeon completed the procedure by accounting for the imprecision. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.